Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Investigation was unable to determine which of the leads attributed to the event. In turn, surgical intervention took place wherein the existing leads were explanted and replaced restoring therapy.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000044652.